Event description:
It was reported that the 9600 system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc re performed an on site investigation. The video cable wire and interconnect receptacle were found to be damaged. The customer biomed will repair the system. A follow up report will be filed when add'l details become available.